Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was subsequently used for hemostasis. There was no reported patient injury. The device was used to close a femoral artery puncture site following a therapeutic procedure. After observing decreased pulsatile blood flow, the entire system was retracted, and the indicator window did not change color upon full withdrawal. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.